Event description:
It was reported the right ventricular lead had high thresholds. The leads was explanted and replaced. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: addrs1 implantable pulse generator (ipg) implanted: (B)(6) 2009; 4968 implantable pacing lead implanted (B)(6) 2009.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.